Manufacturer narrative:
(B)(4). The patients exact weight was (B)(6). (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. Angina and stenosis are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling . You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the u.s.

Event description:
It was reported that on (B)(6) 2010, a 3.5x28mm and 3.5x18mm promus stents were successfully implanted in the distal right coronary artery (rca) lesion. On (B)(6) 2015, the patient was hospitalized for an acute coronary syndrome and angina was noted. Another percutaneous intervention (pci) was performed in the distal rca, 90% stenosed lesion. Per study physician, the event is unknown if related to the device. On (B)(6) 2015, the event resolved without sequela and the patient was discharged from that hospital. There was no additional information provided.